Event description:
It was originally reported that the bravo ph monitor would not calibrate.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced with no blood/tissue present. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. The capsule did not attach.